Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited a low cardiac output alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no anomalies. The patient file was copied and reviewed, which revealed low left cardiac output alarms, confirming the customer-reported issue. During investigation testing, the customer-reported low left cardiac output alarm was reproduced. The root cause was a malfunction of the left pilot valve. This failure mode poses a low risk to the patient because this failure is detected via the visual and audible alarms as designed and the mitigating action is to switch to a backup driver. Therefore, despite the customer-reported low left cardiac output alarm, risk to the patient was low because the driver continued to perform its life-sustaining functions. The left pilot valve was replaced. The companion 2 driver was serviced and passed all functional and performance testing before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited a low cardiac output alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a low cardiac output alarm, it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.